Event description:
Litigation alleges that patient experienced pain. On or about (B)(4), 2009, patients injuries included pain and an adverse tissue reaction.**update** (B)(4) 2012 - medical records were received. Part/lots were identified. Records are available on external hard drive if needed for further review.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).